Manufacturer narrative:
The sample has not yet been returned to the manufacturing facility. A follow-up report will be submitted upon receipt of the complaint sample and completion of the investigation.

Event description:
The national complaint coordinator (ncc) for baxter received a complaint from a user facility involving the basal/bolus infusor with an attached patient control module (pcm). According to the facility, the device over-infused during patient use. The device was filled with 100 ml of medication (ropivacaine hydrochloride hydrate 27 ml, fentanyl citrate 24 ml, saline 48 ml, droleptan 1 ml) and was connected to the patient via catheter. The facility reported that the device took 23 hours to infuse all 100 ml of medication. The facility also reported that the flow restrictor was kept at the same height as the infusor. There was no adverse patient outcome, injury, or medical intervention associated with the alleged incident. No further information was available.